Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the error did not reoccur after the reset. The caller successfully initiated their sensor session following these actions.